Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during a l3-pelvis transforaminal lumbar interbody fusion (tlif),a rod to rod connector was utilized to run a side by side rod from the pelvic screws to the main construct. While attempting to final tighten the connector, the threads on the tip of the final tightening shaft twisted, rendering it unusable. The shaft was changed out for an alternate that is kept in the same set and the same exact problem happened. A viper final tightening set was opened and there were no problems using the final tightening shaft and torque handle from this set. The procedure was completed as indicated. There was surgical delay of five (5) minutes. There were no patient consequences. The procedure was successfully completed. Concomitant devices: unknown rod (part# unknown, lot# unknown, quantity unknown); unknown rod connector (part# unknown, lot# unknown, quantity unknown); unknown pelvic screws (part# unknown, lot# unknown, quantity unknown); unknown setscrews (part# unknown, lot# unknown, quantity unknown). This report is for one (1) torque wrench. This is report 1 of 3 for (B)(4).

Event description:
The rod stabilizer fell apart. It was noticed during triage that the end cap comes undone, it is supposed to be attached via adhesive. This complaint involves four (4) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was also reported that the torque wrench handle is what might be malfunctioning, as both the driver shafts are fairly new.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.